Manufacturer narrative:
The associated complaint devices were not returned. The clinical medical investigation concluded that the single x-ray provided does not indicate a root cause to the reported joint stiffness. However, without the requested clinical information, pre/post primary x-rays, operative report, mua report and the explant, the root cause of the report pain cannot be concluded. The further impact to the patient beyond the revision and the expectation post-rehab and pain cannot be concluded. No further clinical medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
Dr revised a cocr journey ii bcs femur to an oxinium legion revision femur with coupler and stem. Patient was stiff (only 50 degrees range of motion) and had a lot of pain. Dr had already manipulated the knee once (date unknown).